Event description:
It was reported by the patient that everyday the implantable pulse generator (ipg) feels like it is moving "up and down". It was also reported by the patient that the ipg makes them aware that it's doing something it should not be doing for minute. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.